Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a CPAP device's sound abatement foam became degraded and caused persistant cough, chronic obstructive pulmonary disease and spots on the lungs. The patient did report receiving medical intervention and uses a nebulizer and cough medication. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was inspected internally/externally and there was no mention of visual findings to the external part of the device. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that they could not confirm the customer's allegation and confirmed there was no presence of degraded sound abatement foam.

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused persistant cough, chronic obstructive pulmonary disease and spots on the lungs. The patient did report receiving medical intervention and uses a nebulizer and cough medication. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.